Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer was experiencing unexplained high blood glucose for more than a month. It was stated that the events leading to her admission was taking a medication which gave her a reaction and cause her glucose level to rise. Troubleshooting was performed. Ran a fixed prime, high pressure, and self test and the tests passed. The customer stated that the insulin pump alarmed motor error. Performed a displacement test and the test failed. The customer also mentioned having multiple no delivery alarms, and refused to continue troubleshooting. The customer requested a replacement of the insulin pump. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.